Event description:
It was reported that the insulin pump alarmed motor error during device rewind process which customer attributes to a reservoir leak. Customer reported that moisture can be seen underneath the lcd display. Customer's blood glucose reading was 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Please reference svn: (B)(4).